Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. A review of the component list was found to meet specification. No anomalies were noted that would relate to a component related issue. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. -visual inspection: received one filter delivery system in a sample return kit; the dilator was not returned. The device was bloody. The tuohy-borst was tight in place. The filter was returned partially deployed with only 4 of the arms and apex exposed from the sheath. All of the other limbs were returned lodged inside the distal end of the sheath. The storage tube was examined under microscopic magnification (15x) and diagonal inner surface skiving was identified. The skiving is most likely due to the filter feet as it was being advanced through the sheath. No other visual anomalies were identified. Functional/performance evaluation: the tuohy-borst was loosened and the filter was fully deployed from the sheath distally with small resistance. The deployed filter exhibited all 6 arms and 6 legs and was bloody. No anomalies were identified on the filter. The introducer sheath was disconnected from the storage tube with no issues. The distal tip of the introducer sheath was also returned slightly flared, likely due to the filter being lodged in place. The introducer sheath hub was sliced open longitudinally. No gaps were identified between the hub and the sheath, however, internal diagonal skiving was identified likely due to filter feet as it was being advanced. No other anomalies were located on the returned device. Medical records review: medical records were not provided. Image/photo review: received seven images on one 14x17 cut film. Images of the vena cava gram demonstrate the right renal takeoff in the ivc. A few images demonstrate an ivc filter stuck in the delivery sheath that could not be fully deployed. The identity of the vena cava filter cannot be determined as it remains in the delivery sheath and no identifying marks can be visualized. The last two images demonstrate a denali filter that was deployed in the ivc in an upright position fully deployed, and inferior to the right renal takeoff. Conclusion: the complaint investigation is confirmed for filter failing to advance through the sheath and deployment issues, as the filter was returned partially deployed. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Method: manufacturing review; microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vena cava filter only partially exited the sheath during deployment. Reportedly, the filter advanced approximately 3cm before the end of the sheath when resistance was felt; however, the user continued advancing the filter when the filter deployed halfway out of the sheath and stopped. The pusher rod was manipulated in an attempt to loosen the filter. The filter rotated a small amount which allowed for approximately 1cm of it to be pulled back into the sheath, leaving approximately 1cm of filter outside of the sheath. The device was then retracted without incident. While maintaining access another vena cava filter was deployed to successfully. There was no patient injury.